Event description:
It was reported by the sales rep that the  (endoreturn arterial cannula) er23b was not adequately secure, according to dr. Martella, and had backed out causing a loss of blood perfusion. An emergency sternotomy was performed. ."the patient had been on pump successfully for about 1-2 minutes. Once the sternotomy was completed, the patient was stabilized and the procedure was completed without further issue. The intraclude was removed and had not yet been deployed, although it had been previously positioned in the ascending aorta. There was no apparent issue with the ER as far as manufacture or quality. It simply was not adequately secured."

Manufacturer narrative:
The device was not retained by the hospital for evaluation. At this time, there is no allegation of product malfunction but only an adverse event associated with the use of an edwards device. The device was discarded at the hospital. The event was presented by the edwards sales representative and the device was not returned for evaluation. The instructions for use instruction the user to: warning: secure the cannula in position in the artery with a suture. Failure to do so may result in disruption of bypass. No device malfunction is indicted in the report and the events reported are included in the labeling. No actions are needed at this time. For complaints/reports of injury without a product problem, it¿s important to show that the type of event is a known potential complication or adverse event, is included in the labeling/training materials, and in the information we provide to help avoid the issue. All labeling and training appropriately address the risk. Manufacturing records could not be reviewed as a lot number is unknown. Trends will continue to be monitored through the use of edwards quality systems.